Event description:
During a laparoscopic hernia repair the 511s was leaking excessively when suturing. Two reducers were tried to correct the leakage. The trocar was replaced with a new one to complete the case. The two reducers will be returned; the ms512, lot #j4305r and the 1seal, lot #j45m6h. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based in the visual examination and the functionality testing it was confirmed that the instrument leaked. Leakage occurred around the o-ring sector of the lever. No conclusion could be reached as to how it occurred. Comments: co reviews each incident as it occurs in an effort to continuously improve our products.